Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/10/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. Evidence of moisture ingress was also observed in the battery compartment and on the inside of the battery cap. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.